Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer will not open. A field service engineer troubleshooted and found that the customer resolved issue and no other information available. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure unable to open. The customer reported that the user was able to get the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.